Event description:
It was reported to the aci sales professional on 07/13/10 that a (B)(6) female patient underwent a coronary intervention on (B)(6) 2010. The patient's inr was 7.0 and because it was elevated, the inr was re-taken. The second result of the patient's inr was 3.0. Access was reportedly obtained with a single stick. The patient was on angiomax peri-procedure and given a bolus of integrillin. A femoral angiogram revealed no pvd at the access site and the stick location was at the femoral head. The patient's bp during the procedure ranged from 140/80 - 160/90. Following the procedure, the physician, a trained user of the mynx, used the device for femoral arterial closure. Hemostasis was successfully achieved and it was reported that the access site was clean with no hematoma. Approximately 15 min post procedure, while moving the patient onto the stretcher, the patient complained of lower flank pain and her bp dropped to 50/30. The patient was immediately taken for a CT scan which confirmed a retroperitoneal bleed. The patient was treated with compression, pressors and a blood transfusion. The patient was hospitalized and discharged on (B)(6) 2010 with no further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the limited information provided and no returned device for physical investigation, the cause of the reported retroperitoneal bleed could not be determined. However, it was reported that the patient had an inr of >1.5 and was given a bolus of integrillin, a glycoprotein iib/iiia (gpiib/iiia) inhibitor. Per the mynx instructions for use (IFU) the safety and effectiveness of the mynx have not been established in patients with documented inr >1.5 or patients currently receiving glycoprotein iib/iiia platelet inhibitors. The review of the lhr (lot f1005702) indicated that the mynx device met all performance specifications upon shipment.